Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that on (B)(6) 2013, during a femoral nail implant procedure, the anagrade screw hole would not allow the sleeve to pass. An alternate screw hole was used in the recon mode. The surgery was delayed for more than fifteen minutes. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. This mid-2006 manufactured instrument shows marks and nicks of forcible and inadequate use. A hammer was used on the instrument. The screw holes also show marks and deformations. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications. The generally bad condition of the instrument points to the fact that it was not used according to the valid op technique. The DHR review shows that the device met the specification at the time of manufacturing.